Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 264 mg/dl at the time of the incident and current blood glucose was 499 mg/dl. Customer treated for high blood glucose with bolus with the insulin pump. The drive support cap appears normal (slightly indented). The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.